Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the product. Visual inspection found haptic torn/deformed with debris on the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2; -15.00/2.5/092 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2023. The lens was reported as having rotation not associated to a low vault. The lens was repositioned on (B)(6) 2023; this did not resolve the problem. On (B)(6) 2024 the lens was exchanged with a longer length lens.this resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint within associated lots were found. Claim #: (B)(4).